Manufacturer narrative:
The drain was placed in the skull through a burr hole and sutured into place. The burr hole was covered with a titanium plug that had a slit in it. As the drain was being removed through the slit in the plug, it broke. Surgical intervention was required to remove the retained piece. We did not receive a sample for evaluation and a root cause has not been confirmed. The account stated that they believe the fenestration on the drain got caught on the metal in the burr hole and comprised the integrity of the drain. We have no information to indicate a defect caused or contributed to the reported incident. Due to the reported incident, this medwatch is being filed.

Event description:
The drain broke upon removal and required surgical intervention for removal of the retained piece.